Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored for 24 hrs and no frozen display, device errors or blank display anomalies noted. However, device received with corroded battery tube. The electronic assemblies and motor assemblies were inspected and no anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump kept freezing and getting an alert. Customer stated that he was using the insulin pump about a year ago and now not able to turn it on. Customer decline troubleshooting the issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.